Event description:
Mechanical perforation of left atrium with subsequent cardiac tamponade. Emergency surgery to repair perforation was successful, with two tears in the left atrium found at the time of surgery. The physician attributes the perforations to the ablation catheter.